Event description:
It was reported that the patient needed her device reprogrammed again to obtain pain relief. The patient normally needs adjustments once a year. The patient indicated that she had a couple of broken leads. The patient's physician told her that the fall off the bed after the initial implant might have been the cause. An MRI was performed and the patient was told that at the time it looked okay. The patient stated that her leads weren't replaced during an implantable neurostimulator (ins) revision. The patient had an appointment scheduled on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2012-06065

Manufacturer narrative:
Product ID 748940, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type: extension; product ID 748940, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension; product ID 7435, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type programmer, patient; product ID 3998, lot# v077531, serial#, implanted: 2008 (B)(6), explanted: product type lead; product ID 3998, lot# j0455489v, serial#, implanted: 2005 (B)(6), explanted: product type lead; product ID 37752, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type recharger; product ID 37742, lot#, serial# (B)(4), implanted: 2008 -(B)(6), explanted: product type programmer, patient; product ID 37711, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type implantable neurostimulator; product ID 3708340, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension; product ID 3708340, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type: extension. (B)(4).